Event description:
During the supraventricular ablation a complete heart block occurred. A map of the geometry was created on the ensite x and the avnrt was induced. The his was marked with the ablation catheter, then junctional beats and testing occurred. Reburning at the same location was completed and after 4 seconds of ablation fast junctional beats occurred. Ablation was stopped and a complete heart block occurred. The patient was observed for 30 minutes and still had complete heart block. The decision was made to put in a permanent pacemaker.

Manufacturer narrative:
Complaint device model number is (B)(4).

Manufacturer narrative:
The reported event of patient heart block could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.